Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet during insulin delivery with a blood glucose of 243 mg/dl and continued to dismiss the alerts until a supervised supply change with a new inset infusion set was performed, after which insulin delivery resumed. Symptoms included hyperglycemia and no reported clinical manifestations. Outcomes included restoration of insulin delivery after the supply change, with no hospitalization or medical intervention. Investigation included remote troubleshooting and education on responding to occlusion alerts and performing a supply change. Investigation of this case revealed that the occlusion alerts were consistent with an infusion set or line occlusion that resolved only after replacement of the infusion set, indicating a probable infusion component-related blockage. It was concluded, based on previously established findings for similar reports, that the cause was user dismissal of repeated occlusion alarms combined with an infusion set occlusion that required a supply change.